Event description:
It was reported that a homecare pt experienced problems with the size, shape and fit/placement of two (2), size 6 dct, disposable cannula low pressure cuffed tracheostomy tubes. The pt reportedly developed abrasions/sores at the stoma site after using the devices. Limited info is available regarding how long the devices were in use, the type of trach care/maintanance practiced, pt and/or event info. Although the cause(s) of the reported probless are unk at this time there was no reported device breakage and/or any sharp, rough or uneven material surface defects associated with the involved devices and event. The two (2) 6 dct devices are reportedly available to be returned to the MFR for identification, analysis and investigation. As of the date of this report, the devices have not been received by the MFR.